Manufacturer narrative:
Concomitant medical products: d314vrg, ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device change out, the right ventricular (rv) lead became unraveled when uncoiled from behind the device. The lead had a confirmed fracture with insulation damage. The physician mentioned that the lead shredded and was no longer usable. The lead was cut and capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 11 cm from the connector pin.